Event description:
PICC line insertion. Case proceeded normally until line was in superior vena cava. While positioning the last few cm, patient stated he was feeling nauseous. Patient felt the need to urinate. Patient then began having seizure like movements. Patient became unresponsive. Procedure aborted. Code blue called. Discovered to be an allergic reaction to the chlorehexidine.